Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation bunching, insulation tears, and insulation abrasion. The type and location of the insulation damage was consistent with lead contact with another lead within the heart. Additionally, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the sensing coil was fractured. The coil was rubbed flat from abrasion and then pulled apart during the explant procedure due to the weakened coil. The reported noise and low impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed and led to inappropriate anti-tachycardia pacing (atp) delivery in two separate episodes. Additionally, a drop in pacing impedances was observed. A revision procedure was scheduled. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited loss of capture. The patient is not pacemaker dependent. A revision procedure was performed. During the revision, the helix would no longer retract but the lead was removed without issue.